Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed, chronic total occlusion lesion was located in a severely tortuous and severely calcified proximal left anterior descending artery. After a plain old balloon angioplasty, the physician attempted to cross the lesion with a 3.50x20mm liberte bare stent and was not successful. The device was removed from the patient and the stent struts were noted to be flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.